Event description:
It was reported that the ilet was not delivering insulin, leading to hyperglycemia with a blood glucose of 397 mg/dl; the patient had been disconnected from the system, received a correction with subcutaneous rapid-acting insulin via pen, and then completed ilet setup including weight entry to initiate bionic mode. Customer care provided assistance that included troubleshooting and education with guidance through the device setup process. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization and stabilization trending after device set up. It was concluded that the event involved hyperglycemia of unclear cause with the device subsequently configured and insulin delivery resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.